Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies and high impedance in the bipolar configuration. Separation of the outer coil was observed on x-ray.